Manufacturer narrative:
H.6. Investigation: customer reported an issue on a bd bactec fx top instrument (p/n 441385, s/n (B)(6)). Customer indicated about the false positives. The field service engineer (fse) was dispatched and discovered inadequate environmental conditions surrounding the instrument causing false positives. The fse installed temperature and energy data loggers to monitor the installation conditions of the equipment. The equipment was updated to version 6.40. If any additional false positives issue is noticed in the future, correction of the position of the equipment is to be provided by the fse. This is an unconfirmed failure of the bd product. Review of the device history record is not needed due to the age of the instrument. Service history record review revealed no previous complaints for this issue. Bd quality did not receive any returned parts or instrument for investigation. The root cause was due to the ambient temperatures. No new risks or hazards. No new trends after taking the unconfirmed complaints into account. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram bacterioscopy was used to confirm the results as false positives. The customer stated results were reported out, but there was no report of patient impact. The following information was provided by the initial reporter: " total amount of wrong results obtained: approximately 10. Do any of the tests show a larger sample volume? Not. What confirmatory test was performed to determine the false positive result? Inoculation / seeding in media (chocolate agar) and gram bacterioscopy. Have any incorrect results been reported to doctors? Yes several. If so, have any patients been treated on the basis of erroneous results? I don't have exact data. If so, did the incorrect treatment cause any harm to the patient (s)? Unknown. "

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. A gram bacterioscopy was used to confirm the results as false positives. The customer stated results were reported out, but there was no report of patient impact. The following information was provided by the initial reporter: " total amount of wrong results obtained: approximately 10. Do any of the tests show a larger sample volume? Not. What confirmatory test was performed to determine the false positive result? Inoculation / seeding in media (chocolate agar) and gram bacterioscopy. Have any incorrect results been reported to doctors? Yes several. If so, have any patients been treated on the basis of erroneous results? I don't have exact data. If so, did the incorrect treatment cause any harm to the patient (s)? Unknown. "